Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the lower door switch was not switching when the door was closed. The door switch was then readjusted. The imaging system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the a "door is open" message was displayed on the pendant even though the gantry door was fully closed. After rebooting, the issue was resolved. The surgery was completed with a 5 minute delay. There was no reported impact on the patient.